Manufacturer narrative:
Conclusion: according to the limited information received from the field the device was explanted due to severe infection, which was not described in detail. A review of the device sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of infection. In addition during device investigation damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. Reportedly a trauma occured, which might has contributed to device minute mobility. This is a combined initial and final report.

Event description:
The user has been explanted on (B)(6) 2022 due to fever and a severe infection. It is not planned to reimplant the user with a new device.